Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30701938l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The physician first noticed the effusion after there was a steam pop in the left atrial appendage during the ablation phase. The effusion was confirmed with an intracardiac echocardiogram. A pericardiocentesis was done and 735 cc of fluid was removed. A transfusion and clotting agents were administered. The drains were not left in the patient. No other medical intervention was necessary. The case was able to be completed. The patient was stable at the time of the call. The patient was admitted for overnight observation. The physician indicated that the steam pop was the likely cause of the injury. This case was not part of a clinical study. The outcome of the adverse event was fully recovered. The patient required extended hospitalization because of the adverse event for overnight for observation. A transseptal puncture was performed with a baylis, nrg transseptal needle standard curve c0, nrg-e-hf-71-c0. Ablation was performed before the cardiac tamponade was noticed. Irrigated catheter flow setting was set to 15 ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and the visitag module parameters for stability were 3mm range, 5sec with no additional filters used with the visitag. The color options used prospectively was time.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-jun-2022. The device evaluation was completed on 29-jun-2022. It was reported that a 68-year-old male patient (92kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).